Event description:
It was reported from italy that during an unspecified surgical procedure, it was observed that the ¿head¿ of the craniotome device was broken. The reporter clarified that the side where the cutter device attaches to the crani-attachment device, was broken. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.